Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed to open. A field service engineer (fse) found that full height matrix drawer 1 would not register as closed, preventing it from opening and causing a failure. The issue was resolved by removing a medication jam piled up at the rear of the drawer, which had caused the error. Inventory was then completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the matrix full height drawer had failed and cannot be opened for recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.